Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to obtain readings and to visually and audibly alarm during alarm conditions. When powered on, one led segment on the upper led digits display did not illuminate. Internal inspection isolated the failure to a component (d2) on the system board. Correction: unique identifier (UDI) #, was updated from ni to (B)(4).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the top level display does not have any leds illuminating. No known impact or consequence to patient.